Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged, disengaged; cartridge batch number: j44m3m; cartridge position: loaded; drivers present in cartridge, present/3 on left 3; firing knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition, good; staples present? Formed/unformed, in down drivers and swing tab position, locked/unlock, locked. Functional tests & results: instrument safety lockout properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. It appears possible that either the reloading process of the cartridge or an inadvertent movement of the firing knob may have caused the activation of the swing tab. This is evidenced by the proximal drivers being in the up position and the lock out being in the locked position. It should be noted that the cartridge is designed to lock-out if any staples have been first from the cartridge. The swing tab (lockout) was reset on the cartridge. The instrument was then fired with the returned cartridge and it fired and formed the remaining staples as designed. Mfg and engineering have been notified of the reported incident.

Event description:
It was reported the device was used during a colon resection. It was reported the tlc75 locked out on the 2nd firing. The first firing was fine. Surgeon finished procedure with another tlc75. There was no consequence to the pt. Lot number for reload cartridge used in k47k80. It is being returned with device.